Event description:
A discordant advia centaur - (B)(6) result was obtained on one patient sample. The patient sample was repeated on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site. The fse performed routine service and maintenance on the instrument. The instrument is performing within specifications. The cause of the discordant results is unknown. No further evaluation of the device is required.